Manufacturer narrative:
The device was not returned to olympus for evaluation and follow-up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had a loose contact (bad image quality). There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. Updated fields: d9, h3, h6 and h10. The device was returned for evaluation and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that a twisted cable caused a partial disconnection, resulting in a communication failure, which caused the image to flicker and image noise to occur. The suggested event can be prevented by handling the device in accordance with the instructions for use which state: never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the event could not be confirmed as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.